Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 175 mg/dl. The customer states was changing out set while calling in reviewed bolus history and customer had 2 entries he programed in the history got a no delivery and went in and programmed another bolus for same amount. The insulin pump will not be returned for analysis.